Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00480. The patient has a total of 4 leads (from the same lot), 2 were implanted on (B)(6)2016 and 2 were implanted on (B)(6) 2016. It was reported the patient was unable to feel stimulation in her right calf. Diagnostics indicated impedance issues with the lead. X-rays were taken and confirmed a lead migration. Surgical intervention may take place at a later date. It is unknown which lead migrated,; therefore all possible devices are being reported.

Event description:
Device 2 of 2; reference MFR report: 3008829311-2017-00480. Additional information received indicated surgical intervention was undertaken and 2 leads were found to be visibly fractured. The 2 leads were explanted and replaced. Postoperatively, the patient reported effective therapy was restored.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-00480.